Event description:
It was reported that a patient had an ams retroarc sling implanted (B)(6) 2014. It was indicated that following this implant the patient experienced retention. On (B)(6) 2014 the sling was revised, "by cutting or pulling tape slightly at lateral portion." It was reported that the patient is doing well and voiding appropriately following this surgery.